Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216700, model: sc-2218-50, serial: (B)(4), batch: 17604865.

Event description:
It was reported that the patients device was not providing adequate pain relief. The patient underwent an explant procedure for the paddle leads that were left in the previous explant procedure. The patient was doing well postoperatively and the explanted paddle leads will not be returned.